Event description:
2-3 channel baxter infusion pump failures. 1st pump - "a" channel air alarm with no air present. Channel "b" failure at power up. Pump being sent to factory for shuttle motor repair. 2nd pump - "a" channel air alarm - nitro infusion to pt delayed 30 min with multiple pump failures. Hosp biomed failures. Hosp biomed not able to reproduce problem.